Event description:
The monitor was returned for service on 3/12/97 to replace a dead battery. During eval of the monitor's battery performance on 3/24/97, svc rep noted that the monitor turned off without giving an audible alarm.